Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the ER after receiving therapy. Upon interrogation, noise, low impedance, and possible output circuit damage were observed. The egms showed that therapy was delivered once, and subsequent therapies were aborted. The device and lead were explanted and replaced.

Manufacturer narrative:
The lead was returned cut in three segments. Conductor and insulation damage was found on the electrode tip and middle pieces of the lead, consistent with clavicle crush damage. One unidentified conductor was found to be melted. This damage can cause the electrical anomalies observed by the field.